Manufacturer narrative:
As received, there were puncture holes in the small plastic and stainless diameters. Because saline leaked from the holes during a system filling test, the test was aborted. Without the complete set being returned, a probable root cause cannot be determined. A review of the device history record (DHR) was performed, and it did not yield any mfg related issues which would contribute to this event.

Event description:
Note: this as event as reported, did not reflect an MDR reportable event, however, eval of the returned device revealed an MDR reportable malfunction. This report is being submitted based on these result. An hta procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, there was a thermal probe error 4 minutes into the ablation. The cables and connections to the heater cannister were adjusted, but the unit would not progress into the next mode. The unit was restarted and during second set up, there was another thermal probe error. Follow up info received on march 24, 2009, revealed that there was no damage to the heater canister, there were no internal problems and the temperature at the time of the alarms was approx 90 degrees. The procedure was completed with another device and there were no pt complications reported as a result of this event.